Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia and bent cannula. No release records were reviewed, as the product lot number was not provided. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported being hospitalized for high blood glucose levels, reaching about 379 mg/dl, after bumping the pod on a door frame. The pod may have come loose a bit at that time but they did not notice any insulin leaking from the pod. The pod had been worn for 2 days. The pod was deactivated and an IV insulin drip was administered. Upon removal, the patient noted that the cannula was bent a bit and may not have been inserted properly. The pod is not available for evaluation since it was discarded at the hospital.